Manufacturer narrative:
Investigation results will be provided in the final report

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. Next course of action is undetermined at this time.